Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip 2120 cassette not attached alarm was revealed in the event log and during testing, it failed. This was found to be related to damaged battery compartment corroded and contaminated. Action was taken to replace the dso sensor and battery door. This was believed to be customer inducted by care provided.

Event description:
Information received a smiths medical cassette not attached alarm occurred. No patient involvement as event occurred during testing.